Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open pneumonectomy, upon resection of overlap, the device was partially fired. There was a poor staple formation. There was medical or surgical intervention needed to prevent a permanent impairment of a function. The artery line had to be sewed. The resection was sewed to complete the case.